Event description:
Original pacer/leads placed 4/10. Returned to office with c/o light-headedness. Monitoring showed malfunction with failure to sense and capture. Ventricular lead repositioned, atrial lead found to be defective after testing. Atrial lead replaced. Rep in room for procedure. Not documented if lead taken at that time.